Manufacturer narrative:
A field service representative (fsr) communicated with the customer regarding their complaint and customer declined to have their device evaluated. Thus, the issue of defibrillation therapy cable not recognized was not able to be verified and was not able to be duplicated. Root cause could not be determined. The device remains with the customer.

Event description:
The customer contacted stryker to report that their device does not recognize a connection through its defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not recognize a connection through its defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.